Event description:
It was reported that during a laparoscopic vaginal assisted hysterectomy, the tissue pad was spliced into two pieces on the distal end. The tissue pad is still attached. A bio-polar device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent 12/12/08. Information anticipated, but unavailable at this time.